Manufacturer narrative:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and retained by the explanting hospital. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation results codes and evaluation conclusion code have been updated.

Manufacturer narrative:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and retained by the explanting hospital. This record will be updated upon return and analysis or if additional information becomes available.

Event description:
It was reported that oversensing of the respiratory rate trend (rrt) feature signal was occurring on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Ra impedance was also out of range. This crt-d was temporarily programmed to turn off atrial detection enhancements and use ventricular only sensing and pacing. Three weeks later, the crt-d and non-boston scientific ra lead were explanted and replaced. No additional adverse patient effects were reported.